Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that during a procedure, the evis exera iii xenon light source fan was making a very loud noise when the light source was switched on and the scope was connected. The procedure was completed with same device. There was no harm, delay or user injury reported due to the event.